Manufacturer narrative:
Premarket (510k) number is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed. A product sample was received for evaluation. Visual and functional testing were performed. All labels were still intact. No physical damaged was found on the device. As a result of checking log, it confirmed that a record of continuous "air in line detected" alarms was found. The main board was replaced resolving the reported issue. The root cause was unable to be determined.

Event description:
It was reported that during the use of the product (a medication cassette), an -air in line detected- alarm went off. Customer checked the product, but no air bubbles were found in it. He put water in the product while taking care so that no air bubbles were mixed up in it. However, the alarm persisted. No patient injury was reported.